Manufacturer narrative:
The iab was returned with the membrane loosely folded partially inside the t-handle with blood on the exterior of the catheter. No blood was visible inside the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were detected on the membrane at the same location on opposite sides approximately 4.1cm from the rear seal and measuring (2) 0.051cm in length. The reported problem was most likely triggered by leaks which was found on the membrane. The penetrations appear to have been caused by a sharp object. The penetrations were located at the same location on opposite sides which is an indication the balloon was folded and most likely occurred during iab insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the sheath, blood was seen inside the iab. The iab was then removed from the sheath and replaced with a new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 901701 h3 other text : device not returned.

Manufacturer narrative:
This event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to sensation 34cc which is sold in the us. For d4: di number has been used for sensation 34cc (01)10607567106755, which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. Complaint record ID # (B)(4).

Event description:
N/a